Event description:
Report received from USA stating that the device did not function in the burr check stage during surgery. No injury occurred. It is unk if surgical delay or medical intervention occurred. There is no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent.